Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient suffered several months of urinary issues after ¿this last pump replacement surgery¿ (see manufacturers report number 3004209178-2013-16796). The patient¿s bladder was ¿shutting down¿; they had to be catheterized; and they suffered through several ut (urinary tract) infections, one of which put them in the hospital on IV (intravenous) antibiotics. The drug the pump was being used to infuse was unknown. Although interventions were noted, the outcome was implied to have resolved. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.